Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was re-implanted with a heartmate 3 left ventricular assist device (lvad) pump and a temporary centrimag right ventricular assist device (rvad) on (B)(6) 2024. They underwent a reopening and hemostasis on (B)(6) 2024 and was then extubated on (B)(6) 2024. The patient was reintubated on (B)(6) 2024 due to a massive epistaxis and oral bleeding, which were caused by significant coagulopathy. The rvad was successfully weaned and explanted on (B)(6) 2024.

Manufacturer narrative:
A2 - age: correction. Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot #8792736 (l07765-la2), revealed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) (rev. A) is currently available. The IFU lists possible side effects, including bleeding, that are potential side effects with all mechanical circulatory support systems. This IFU provides the following warnings and cautions: IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.